Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that they found medication leaking during the infusion at the max-zero site connection. There was no patient harm.

Manufacturer narrative:
This occurred in the neonatal intensive care unit.

Event description:
The customer reported that they found medication leaking during the infusion at the maxzero site connection. There was no patient harm.this occurred in the neonatal intensive care unit.

Manufacturer narrative:
The customer's report of a leak at the maxzero valve connection was confirmed. Visual inspection showed a crack running along one side of the top of the valve and continuing along the threads of the valve. Functional testing showed that fluid was leaking from the crack. The root cause of the customer's report could not be identified.

Event description:
The customer reported that they found medication leaking during the infusion at the maxzero site connection. There was no patient harm.